Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle would not advance. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.